Event description:
User reported that pump would suddenly stop and restart during recirculation. Stopped pumps are considered reportable per spectrum medical's criteria. There was no patient harm.

Manufacturer narrative:
Investigation could not replicate the issue. The pump was confirmed to work as intended with tubing loaded. The manufacturer was unable to confirm the reported fault.